Event description:
It was reported that during da vinci total hysterectomy procedure, a piece of wire at the tip of the fenestrated biploar forceps instrument fell off into the patient. The wire was removed without incident. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint of a piece of wire at the tip of the instrument to have fallen off. Both pitch cables are broken at the distal clevis hub and one segment of the pitch down cable that is threaded through the distal clevis is missing. The pitch up segment (roughly .350' long) is still threaded through the distal clevis, however, it is undetermined as to how both cables broke. Other cables at wrist are not damaged. No other damage found. Per the case notes, the missing piece of cable was retrieved from the patient and the procedure was successfully completed without incident.